Manufacturer narrative:
The reported event for high impedance/disconnection problem was not confirmed. As returned, both extension leads passed electrical testing. No root cause was identified for reported event.

Event description:
Related manufacturer reference number: 1627487-2021-02217, related manufacturer reference number: 1627487-2021-02218. It was reported the patient experienced shocking sensations from the system. Diagnostics revealed the patients extensions displayed high impedance. X-ray imaging revealed that one of the extensions gad dislodged from the ipg. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the patients extensions were explanted and replaced. Surgical intervention addressed the issue.